Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced both sodium (na) electrodes and the chloride (cl) electrode tip. The fse cleaned the flowcell and electrolyte injection cup. Changed modular chemistry sample probe and wash collar. Still experiencing problems, the fse found air in the ratio pump. Priming the ratio pump did not remove the air. A new stack ratio pump was installed. Identified failure mode: failure mode appears to have been the ratio pump. This MDR is related to MDR 2050012-2014-00003, reported for similar event that occurred on (B)(6) 2013.

Event description:
The customer reported the unicel dxc 600 synchron system generated false high na (sodium), k (potassium), cl (chloride), co2 (carbon dioxide) and/or calc (calcium) for two patient samples. Results were reported out of the laboratory. The samples were rerun on another dxc analyzer in the laboratory. There was no report of death, injury or affect to patient treatment.